Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specs. Medical records (mr) reviewed by post market surveillance staff. Based on medical records info it appears on 09/21/2015 the pt was admitted into the hosp for peri-umbilical abdominal pain. Pt stated every time he ate abdominal cramping would start, followed by loose stool, which relieved the cramping pain. Pt was taking tylenol with codeine for pain. Pt stated the pain got to the point where it was difficult for him to stand and walk. Mr indicate peritoneal dialysis fluid analysis review was not consistent with infection. Pt was found to have a new small volume of intraperitoneal free ait on CT scan. Surgery was consulted but does not feel surgical intervention is indicated. Discussion with gastrointestinal physician felt pt clinically appeared well with no leukocytosis or fever. Pt was found to be negative for peritonitis. Stools for c-diff were negative. Per mr the back pain was likely chronic due to degenerative disease and not acute fracture or pathology. Mr do not reveal the cause of the pt's abdominal pain. There is no documentation in the medical record that indicates a causal relationship between the pt's liberty cycler and the pt's hospitalization.

Event description:
Medical records were provided by the pt's dialysis center. Pt was an (B)(6) male who presented at the hosp with crampy abdominal pain, back pain and diarrhea. Pt's abdominal pain had started the week prior and getting worse. Pt was admitted with periumbilical abdominal pain and continued to receive peritoneal dialysis. Pt's hospitalization was uneventful and the pt was discharged three days later.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's relative contacted technical services on (B)(6) 2015 to report the patient had previously required hospitalization while dialyzing due to extreme pain felt in the pd's patient's back and shoulders during treatment. Follow-up with the pd patient's clinic registered nurse revealed the patient was connected to the cycler and dialyzing when he reported extreme pain throughout his body that might have been caused by pneumoperitoneum. Per pdrn the patient was admitted to the hospital on (B)(6) 2015 due to reported extreme pain from his back and shoulders. Per pdrn the patient continued dialysis treatments while hospitalized, thus no treatments were missed. The nurse stated the patient was moved to the acute rehabilitation center and was later discharged from the hospital on (B)(6) 2015 and provided pain medication, and following discharge resumed ccpd therapy without issue. Medical records were requested.